Manufacturer narrative:
Other, other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Tamper seal was removed/broken. Event history log was reviewed and it was found that a high alarm was displayed - cassette not attached properly. During the functional testing, cassette not attached alarm was duplicated. A faulty dso sensor was reported to be the problem. Dso sensor was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarms "cassette not attached." No patient injury reported.